Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead was difficult to manipulate and insertion and retraction were performed. However, while slitting the catheter, the lead dislodged. It was also noted that part of the lead was bent. The physician noted that some tension had been applied to the lead inside the delivery catheter. The lead was not used and a new lead was implanted using a new catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the body of the lead became extrinsically distorted. The distal low voltage electrode of the lead was covered in body tissue. The mechanical operation of the catheter slitting/splitting showed a spiral slit. The catheter did not slit along the score lines. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.